Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states that during a (B)(4) study, the following result was obtained on the coaguchek s system: 2.2 inr with a mean of 1.46 inr (survey range 0.9 - 2.0 inr). Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.